Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was being placed into the left basilic vein of the patient using vps. A blue bulls eye was received during catheter placement. The rn placing the line reported to the clinical education manager that he thought he was in the artery on original stick due to the spurting of blood and continued oozing, but chose to place the line and stated he had a green arrow when the vps was on and there was no indication he was arterial. He also charted that he used the left basilic vein but no charting on possible artery cannulation with initial ultrasound guided vein puncture. X-ray was taken and the radiologist confirmed the catheter tip was located in the patient's aorta. As a result, the vascular access rn removed the catheter from the patient's arm.